Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure. According to the complainant, the needle of the excelon transbronchial aspiration needle would not go back inside the sheath after one punction of the carina.